Event description:
In this event it was reported that an ankylos c/x implant was removed about two weeks after placement due to an allergic reaction the pt was experiencing. The reported symptoms were swelling and pain. The symptoms were reportedly resolved immediately after the implant was removed.

Manufacturer narrative:
While it is unk if the dental implant used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.